Manufacturer narrative:
The insulin pump was received with a button error alarm and had unresponsive buttons due to corroded keypad traces. The pump had a cracked lcd window, a cracked case at the display window corners, cracked battery tube threads, a broken belt clip slot, a broken reservoir tube lip, and a cracked case at the reservoir tube window corner.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose was 247 mg/dl at the time of the incident. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.